Event description:
Investigation revealed that the display contrast changed to a red tint. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 06/18/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/18/2015 with the following findings: the battery cap was not returned; therefore, a test battery cap was used to complete investigation. Investigation revealed that the display contrast changed to a red tint. (B)(6).